Event description:
Caller reported lancet protruding from multiclix lancing device cap. No adverse event reported. The device will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). Device not returned.